Manufacturer narrative:
The field service representative (fsr) replaced the epgs and calibration still failed. Upon troubleshooting, the fsr found that the air input to the oxygenator was kinked preventing airflow. The issue was corrected and the epgs passed all performance and verification checks. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration multiple times. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the complaint was made on (B)(6) 2022, but there was no activity on that date. On (B)(6) 2022, the oxygen (o2) sensor hours were set to 0 indicating the sensor was replaced. The next time the gas system was used was on (B)(6) 2022. Each time calibration was attempted, calibration failed with an 'o2 sensor out of range at calib' with the sensor value = 0. The log confirms calibration failed several calibration attempts. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs was calibrated three times, passing each time successfully. It was determined that the epgs met specification. The service repair technician (srt) could not duplicate the reported complaint. The epgs was powered up and the o2 analyzer was calibrated successfully. The srt ran calibration testing and all tests passed successfully. There was no observation of a 'calibration failure' message. The srt replaced the o2 sensor as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.